Manufacturer narrative:
H3: product analysis found could not verify the customer's complaint. However, there was a damaged mute port. H6: previously applied codes fdm b21, fdr c21 are no longer applicable. Additional codes img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied fdc d16 is no longer applicable. Fdc d20 is applicable. Two other patient interfaces were also involved in this event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6)/221326979, product returned date:29.08.2024. H3: product analysis found unit received with software 1.5.4. No fault found. H6: codes applicable are fdr c19, fdc d14, d20 and additional code img g02005. 2. Product ID: nim4cpb1, serial/lot #: (B)(6)/221326977, product returned date:29.08.2024. H3: product analysis found verified not working properly. Unit presented with a main pcba cable connector reverse orientation failure. H6: codes applicable are fdr c07, fdc d02 and additional code img g04034. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, while checking the operation of the system, the system constantly displayed an "out of measurement range" error message. Troubleshooting done. Tried two different pi boxes; did not resolve. Tried connecting pi box wirelessly and wired, issue persisted with both. Tried using two different monopolar probes, issue persisted. Tried using two different simulators, issue persisted. Tried using different wall outlets, issue persisted. There was no patient involvement.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.